Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels, and was vomiting. Customer was hospitalized for four days for diabetic ketoacidosis. He was treated with intravenous insulin and saline while in the hospital.